Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture on telemetry the day after the implant procedure. The physician attributed the issue to a microdislodgment without further confirmation. The patient underwent a surgical revision wherein the lead was repositioned. The rv lead remains in service. No additional adverse patient effects were reported.